Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of a combination of challenging patient anatomy and procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional information is filed under another medwatch report.na.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. Approximately two weeks after the procedure was performed on (B)(6) 2020, the patient was readmitted for worsening heart failure and was experiencing dyspnea. X-ray was performed where it was noted the single leaflet device attachment (slda) clip was no longer on the valve. The clip had completely detached and was in the hepatic vein. Additionally, the second clip implanted on (B)(6) 2020, could not be seen on the valve either. The mr had increased to 4. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully placed at a2p2. A second clip delivery system (cds) was advanced medial to the first clip. During grasping, it was noted the first clip had detached from the anterior leaflet (single leaflet device attachment (slda)). The second clip was deployed to stabilize the slda clip, reducing mr to 2. Per the physician, the slda was due to friable leaflets and difficult imaging. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.